Event description:
It has been reported to philips that the monitor is not displaying images. The device was in clinical use. No harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during coronary treatment and the procedure was completed by moving the patient to different lab. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor is not displaying images. Review of the system log file showed that malfunction in geometry hardware. Fse analyses the system and found issues with intermittent nature and tier 2 approval. Fse installed flex vision pc and old hard drive and system booted up as intended, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.